Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited an increase in capture threshold as well as increase in pacing impedance. The rv lead was capped and replaced on (B)(6 )2022. Patient condition was stable pre, during and post procedure.